Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter displayed an ¿error 1¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 5pm. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. A couple hours prior to the start of the alleged issue, the patient claimed she felt symptoms of headache, nausea and hot/ cold flashes. The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. Replacement product was sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. Additionally, the patient's reported symptoms of ¿headache, nausea and hot/cold flashes" do not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged ¿error 1¿ message remained unresolved.